Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Data review by technical services (ts) was requested. Upon review ts noted the episode showed abnormal non-cardiac signal over sensing. The type of signal is similar to a mechanical condition which affects sensing pathway. Ts discussed that the noise was still present post shock which could indicate a potential integrity issue. Ts discussed further troubleshooting recommendations, including x-ray to determine cause. The physician programmed therapy off in the s-ICD until further troubleshooting could occur. The patient was brought in for troubleshooting where pocket manipulation could reproduce noise on primary and alternate sensing vectors. The noise was also able to be reproduced when the patient moved their left arm up and down. However, no noise was seen on secondary vector. The s-ICD was reprogrammed to secondary. Therapy was programmed back on at the end of troubleshooting. Initially there was concern over possibly non-optimal electrode insertion into the header along with noise that is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Since manipulation of the electrode did not reproduce noise, it was thought that the electrode integrity was not of concern. Ts requested a new remote interrogation with the newly programmed sensing vector. This information along with x-rays were sent into ts for review. It was thought that the electrode appears fully inserted into the header of the device. Ts confirmed that electrode insertion does appear correct. Ts discussed that not seeing noise on secondary vector is atypical when this presentation of noise is seen. Ts discussed the importance of continued follow up. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.